Event description:
A male patient was treated for infrarenal aneurysm on (B)(6) 2010. The patient received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. The case was very challenging due to the patient's extreme tortuosity, especially during introduction of the main body. They tried twice; however, the contralateral leg came out on the wrong side from which they were planning. The physician introduced the remaining devices on the opposite side (sitting right) and it worked better. Due to the patient's extreme tortuosity, cannulating the contralateral limb took quite some time. They had planned to place another manufacturer's stent in the contralateral limb because the artery was large and the thought was that it would not seal; however, the zenith system seal perfectly. The end result was good with no presence of endoleak. Seventeen months post original repair, the patient presented to the operating room with a ruptured left cia. The physician attached another manufacturer's surgical graft. Update received on (B)(6) 2011: area representative spoke to the physician on tuesday and he told her that the patient came in through emergency, very critical, blood pressure dropped dramatically. Went to operating room and opened him up to remove graft and saw it was ok, went to remove the contralateral (left) stent but it was very securely attached to main body (he commented on how good that was ), so his only option was removing the endo skelton (sealing z stent) and being left with graft material on our zenith iliac leg, he attached (sewed) it to the artery wall and fixed the ruptured that way. Patient remained unstable for a few days and has recovered to the point where he will be discharged from hospital in the next couple of days.

Manufacturer narrative:
Material rupture. Event is still under investigation.